Event description:
It was reported that the wake button was delayed in responding to touch. There was no reported adverse impact to the customer¿s blood glucose level. Customer pressed the wake button multiple times and the wake button performed and customer continued to use the pump for insulin delivery.